Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence, and customer¿s blood glucose reading showed ¿high¿ although specific value was unknown. No information was provided about any additional impact to the customer¿s blood glucose level beyond the high reading. Caller contacted technical support, was educated to use room temperature insulin and not to overfill cartridge, and was guided through filling and loading new cartridge; after cartridge change drops of insulin were seen at end of tubing, issue was resolved, and insulin delivery was resumed.